Event description:
It was reported that on (B)(6) 2009, an electrocardiogram was performed and revealed no myocardial infarction. A 3.0 x 28 mm xience v and a 3.5 x 15 mm xience v were implanted in the mid left anterior descending artery and a 3.5 x 23 mm xience v stent was implanted in the proximal left anterior descending artery. Post-procedure, cardiac enzymes were elevated, with ck elevated to 214, ck-mk elevated to 9.8, and troponin I elevated to 1.5. An electrocardiogram was performed and revealed no myocardial infarction; however, a small non-q wave myocardial infarction was diagnosed. No additional intervention was performed and the patient was discharged one day post procedure. No additional information was provided,

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.5 x 15 and 3.5 x 23. Other: aspirin. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.